Manufacturer narrative:
This report is being submitted inform a correction in section h9 in the previous initial report under 9610595-2025-37276-00. Upon review of complaint record, CAPA-201212 was noted inadvertently in field section h9 and this should be blank. Updated h9 to blank.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the issue of the burnt c cover was due to the use of a high-frequency instrument without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the bronchovideoscope distal end c-cover is burned. There was no patient involvement.